Event description:
Inserting 24g IV in infant to the wrist that went in without difficulty. No "digging" or excessing moving to threat catheter. Once extension was connected to hub and attempted to pull back blood there were air bubbles and no consistent blood flow. IV was then retracted and noted to have 2-3 kinks in catheter thread tubing. Patient had to have additional pokes for IV placement.